Event description:
It was reported that the physician programmer received interference massages intra-op. Impedance values were unobtainable due to these messages. After moving potential emi devices "out of the way," impedances were found to be normal on all electrode pairs. The physician was concerned that there was an issue with the implantable neurostimulator. Additional follow-up information indicated that the neurostimulator was replaced on (B)(6)-2012. The patient outcome was not provided. If additional information becomes available, a follow-up report will be sent.